Event description:
According to service representative, a coulter lh 750 instrument had a cracked pinch valve which controls diluent flow. Possibility exists (with cracked pinch valve) for wash diluent to enter sample tube causing sample dilution. The degree of dilution is unknowable. Erroneous results from the diluent sample tube were reported out of the laboratory. It is unknown if the erroneous results affected pt.